Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display became frozen and that the buttons became unresponsive. The time did not advance and no alarm was given. The blood glucose reading was 223 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no unexpected frozen display anomaly or audio/beep anomaly noted during testing. The insulin pump passed the error alarm test and self test. All the operating currents were within specification. The device was programmed with the current time and date and monitored for several days. The time and date did function properly. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.